Event description:
Medtronic received information indicating that during use of this venous cannula, leakage was seen coming from the wire wound reinforced area of the device. The tear becaome larger that the short bypass had to be stopped. The patient was cooled to 28 degree c. And the change out occurred. The bypass was reinitiated and the procedure completed uneventful. There was no patient affect reported. The device is returning for analysis.

Manufacturer narrative:
Upon receipt at medtronic, visual inspection showed a break in the cannula body, approximately three inches from the distal tip. The break was approximately 360 degrees around the circumference of the cannula body. There were no observations of dents or damage to the wire winding. The cannula body material has a milky or clouded appearance. The investigation is ongoing. Upon complete of investigation, a supplemental report will be filed.